Manufacturer narrative:
Concomitant medical devices: e2dr01aa ipg, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the implantable pulse generator (ipg). It was also reported that the right atrial (ra) lead exhibited no capture at high output through an analyzer and had dislodged. It was also reported that the right ventricular (rv) lead exhibited no bipolar capture, oversensing of noise and no sensing of r-waves through an analyzer in bipolar, and had pulled back from the rv apex. The ipg was explanted and replaced. The leads were capped and replaced. No patient complications have been reported as a result of this event.